Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. During the device evaluation, it was uncovered that the glue of the lens 1x and the charge-coupled device lens glue were white-clouded. It was also observed that the glue on the bending section cover was separated. It was observed that the channel mount had wear and tear. It was also observed that the bending tube on the insertion part had movement. It was observed that the distal end of the biopsy channel did not meet the specified value. Lastly, it was observed that the scope cover, suction, air and water cylinder was scratched. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for unexpected contamination. The scope was sampled three times. During the first sampling, the scope tested positive for 1 colony forming units (cfus) of ochrobactrum anthropi. During the second sampling, the scope tested positive for 6 cfus of ochrobactrum anthropi. During the third sampling, the scope tested positive for 19 cfus of pseudomonas aeruginosa and ochrobactrum intermedium. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.